Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing, after a little firing when trying to resect the pancreas on a proximal pancreati coduodenectomy procedure, the handle generated a click sound and could not fire anymore. The pancreas was thick. A new handle was taken out, and the cartridge was changed to a black cartridge, and resection could be performed when firing with the new handle and the new cartridge. As indicated, the case was completed. There was no patient injury.